Event description:
It was reported that the patient had ineffective stimulation due to low impedances on their left extension. Surgical intervention was undertaken, and the extension was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction h6: coding corrected to 4412 - movement disorder.